Manufacturer narrative:
Unit received with currents in spec. No unexpected weak battery. Pump received with motor error alarm during rewind due to corroded motor home switch and unable to perform prime and a33, excessive no delivery alarm test due to motor error alarm anomaly. Low reservoir ok. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No e70 alarm on alarm history screen. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. Customer does not recall any significant events leading to the error. Customer's blood glucose was between 257 mg/dl to 357 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer was able to complete the rewind sequence, however customer indicated that she also received a weak battery alarm while troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.